Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient was feeling dizzy, sat down on his wheelchair and became unresponsive. The patient´s wife called the paramedics and when they arrived they checked the patient´s vital signs, the cgm was reading 281 mg/dl and the blood glucose reading was 47 mg/dl. The patient was treated with glucose, recovered and regained consciousness. The patient was not taken to the hospital. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.